Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated and the battery voltage was below the level indicated for implant. During the procedure, the battery voltage was still below the level indicated for implant after the device was at room temperature. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.